Event description:
Related manufacturer reference number: 1627487-2022-00989. It was reported the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the ipg site was irrigated. During the procedure the patients s1 lead was inadvertently removed by the physician. Additional intervention may be undertaken to address the issue.

Event description:
It was reported surgical intervention was undertaken on (B)(6) 2022 wherein a new lead was implanted to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device and event information.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. During processing of this complaint, attempts were made to obtain complete device, patient and event information.